Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm, damaged power leads, and dim green pump leds were not confirmed. The system controller (serial number (B)(4)) was not returned for analysis, and no log files were associated with the reported event. The root causes of the reported events were unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Event description:
It was reported that the patient had an emergency backup battery fault alarm. The patient's controller power leads were also damaged and the pump run symbol was nearly unreadable. The controller was exchanged.